Event description:
A nurse called to report that the customer was hospitalized for high bgs. The programming was reviewed and showed that the customer's last bolus was three days prior to the admission. The nurse did not know if the customer was wearing the pump or not. The customer did not feel well at the time of call. The nurse stated that she would have someone call back later to continue the testing.